Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several changes were noted in impedance and detection parameters. X-ray revealed dislodgement. A reposition attempt was unsuccessful amd the lead was explanted and replaced.